Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated in hospital with manual injections. Customer's current blood glucose value was 119 mg/dl and the blood glucose was 500 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 at 1 pm. The blood glucose value when admitted to hospital was 500 mg/dl. The customer complained about hyperglycemia. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer assisted to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.